Event description:
The procedure was to treat a mildly tortuous, non-calcified, 80 percent de novo lesion in the mid left anterior descending (mlad) artery. The target lesion was pre-dilated with a non-abbott 2.5x15 mm balloon catheter (pressure unknown). The lesion was less than 40% after the pre-dilatation. The 3.0x18 mm implant was deployed successfully at 11 atmospheres, but as the delivery system balloon was retracted, it was noticed that the balloon was stuck on the implant although the balloon was confirmed to be fully deflated. The delivery system balloon was slightly moved back and forth several times and it could finally be retracted. The implant itself was still well placed in the target lesion. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight universal; guide cath: ebu 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.